Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name: medtronic mini med, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545/

Event description:
It was reported that the patient experienced high blood glucose event on 16-jun-2026 and the patient was treated with insulin via pen.